Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: call service 088 alarms were observed in the black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no alarms duplicated. There was a crack in the battery compartment. When the pump was opened moisture corrosion was found on the printed circuit board.